Event description:
Capsular contracture resulting in explantation.

Manufacturer narrative:
Capsule contracture reported as the reason for explantation.

Event description:
Capsular contracture resulting in explantation.